Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Upon visual inspection of the received image, a stratafix suture code sxpp1a406 was observed and appears to be with the fixation tab separated. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance.,according to the information received, the fixation tab came off during use. Testing of actual device: one empty opened foil, one empty winding former, and one needle-suture of product code w9988 were returned for analysis. Upon visual inspection of the returned sample body fluids on the length of the suture was noted, in addition, damaged barbs and one side of the fixation tab was cut. After further evaluation of the end suture, marks were observed on the nucleus and the side of the fixation possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and barbed suture was used. During the procedure, the fixation feature had been detached in the newly dispensed suture when it was opened for surgery. Another like device was used to complete the procedure. There were no patient consequences reported. No ad.